Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted approximately three months ago. The patient notices that after deflation, the device seems to auto inflate slightly. The physician confirmed the inflation but stated that the device is functioning properly as he is able to fully inflate and deflate. The patient also noted that the pump has retracted and turned in his scrotum making it difficult to locate. The physician offered to reposition the device with a surgery, but the patient does not want to have surgery if it is not completely necessary. The patient will have a follow up appointment with the doctor to re-assess the situation.